Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient complains of "squinting, tearing, very sensitive to light." The surgeon reported that sunglasses, steroid drops, artificial tear drops, and tear duct plugs, do not provide any relief for the patient. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the right eye.